Event description:
It was reported all combinations with electrode 2 were open. It occurred 4-5 days after the battery revisions. The patient was programmed c <(>&<)>2. They met with the patient the day prior to report and programmed a bipolar pair 1-3+ and left amplitude a little low; the patient was seen on the day of report to increase their settings. The patient felt like they could walk better with that setting compared to the previous one. The patient was catatonic with the stimulator off. Additional information received reported for all contact 2 combinations the impedance was >40,000 ohms. All others were within normal parameters. The cause of the impedance issue was not determined. The patient went to the surgeon¿s office on (B)(6) 2014. It was noted that besides the development of the burning sensation, the patient ¿had not felt this good in 2 years.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# j0104134v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).